Event description:
Through implant patient registry, it was learned that a patient with a 27mm 11500a aortic valve, implant in the pulmonary position, underwent a valve-in-valve procedure after an implant duration of 2 years, 5 months due to unknown reasons. The tpvr was performed with a 26mm 9600tfx transcatheter valve. The patient was in recovery post surgery. No other details were provided.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Requests for additional information has been performed. The healthcare provider has not provided any additional information at this time. The root cause of this event cannot be determined with the available information. It is unknown if patient and/or procedure related factors may have caused or contributed to this event. There has been no allegation of a product malfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any new information is received, a supplemental report will be submitted accordingly.